Event description:
The dr was performing a cerebral angiogram. He activated the sid control to move the image intensifier away from the pt. It responded by moving in the opposite direction than intended. The assembly came into contact with the pt's head. The pt was not injured.